Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was successfully implanted on (B)(6) 2024. The patient was discharged on eliquis. During a routine follow up in (B)(6) 2024 the patient had a small 3mm leak, eliquis was stopped and dual antiplatelet therapy (datp) was started. During at an unknown time the patient presented to the emergency room (ER) with bilateral strokes. A transesophageal echocardiography (tee) was performed and confirmed no device related thrombus (drt) and a 3mm leak under the fabric of the closure device on the mitral side. The closure device position looks unchanged from implant. The patient is expected to fully recover.